Manufacturer narrative:
Investigation pending.

Event description:
Customer reported correlation issues between their triage meter located in the ER and their triage meter located in their main lab upstairs. Patient presented to the ed, not symptomatic. Two edta tubes were drawn at the same time. One was sent to be tested in the ER and the other sent to the main lab for testing. Triage meter, sn (B)(4), located in the ER resulted with a tni of 0.46 at 4:36. Triage meter, sn (B)(4), located in the main lab resulted with a tni of <0.05 at 4:12. A new sample from the same patient was ran on ER meter 82600 and resulted <0.05 at 6:10. Patient diagnosis: chest wall pain. Sites triage tni cut-off is 0.05.

Manufacturer narrative:
Investigation conclusion: manufacturer tested normal "apparently healthy" donors and in-house positive calibrator on retains of complaint lot t10995rn, results of testing events indicated the product is performing as expected. Product conforms to release specifications. Manufacturing batch records for lot t10995rn were reviewed, the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.